Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the proximal flange was attempted to be deployed; however, it did not deploy and remained within the sheath. The procedure was completed using an alternate device. No patient complications were reported as a result of this event, and the patient's condition following the procedure was reported to be fully recovered.